Manufacturer narrative:
Concomitant medical products: product ID: 9735787, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) was reset and the issue resolved by powering off and unplugging the system from the wall for two minutes. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was not properly shutting down. When trying to perform a software shut down, the countdown started but then the screen switched to "no video detected." It was suspected that the computer was shutting down before the monitor. Technical services (ts) recommended shutting down the system and unplugging the system from the wall for two minutes. There was no patient present when this issue was identified.